Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user experienced issues acquiring tissue samples in the specimen filter. It is reported that the procedure could not be completed and the patient was rescheduled. A hologic field service engineer (fse) was dispatched to examine the device and tested the device with two needles from the lot the user was reportedly using at the time of the issue as well as a needle from a new lot. The fse reports that full biopsy procedures were tested in conjunction with a user site technologist, including utilizing the lidocaine wash, saline and tissue acquisition. It is reported that all three needles passed pre-testing, successfully biopsied and the samples were acquired in the tissue filter as intended. The fse was unable to find any device related issues and confirmed that the brevera device is properly functioning. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.